Manufacturer narrative:
The associated reamer handle was not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. The manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the return of the actual product involved, our investigation of this report is inconclusive. The device was manufactured in 2008, which suggests it has been in use for some time. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the reamer handle doesn't stay together. The device malfunctioned within the patient and all pieces were removed. No delay and back-up device was available. No injury or patient impact has been confirmed yet.